Event description:
During a check-out procedure at the manufacturer's service center, the device failed test steps during testing and a leak was observed in the active exhalation control valve. The device was not in patient use. The device's active exhalation control module was replaced to address the issues.